Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blank display on the insulin pump. There was no significant event reported leading up to the event. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The customer was also advised to revert to a backup plan until the replacement battery cap arrived. The customer's blood glucose value was 600 mg/dl. The customer treated the high blood glucose with manual injections. No further information was provided.